Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). Testing of actual/suspected device: the fse who discovered reported malfunction narrowed down the issue to the safety disk. This was because the unit was able to successfully complete autofill cycles with a known good safety disk. Fse replaced safety disk and successfully completed a simulated treatment with a known good catheter and trainer. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra- aortic balloon pump (iabp) failed autofill. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The suspected faulty safety disk was returned to getinge's national repair center (nrc) for failure investigation. A getinge technician inspected the safety disk per the cardiosave service manual with no visual damage observed. The nrc installed the safety disk into the cardiosave test fixture and tested to factory specifications per procedure and the cardiosave service manual. The nrc could not verify the reported issue and noted that the iabp unit performed multiple autofills with no issue found. The safety disk passed testing and will be sent to getinge's production department per procedure. A supplemental report will be submitted when additional information is provided.

Event description:
N/a.

Manufacturer narrative:
Additional contact details: (B)(6).